Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a k-wire broke off while changing the screw trajectory during surgery. An alternative wire was used to complete the procedure. The tip was retrieved without reported patient impacts.

Manufacturer narrative:
Additional information: results and conclusions - the device was not returned for evaluation so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event.

Event description:
It was reported that the tip of a k-wire broke off while changing the screw trajectory during surgery. An alternative wire was used to complete the procedure. The tip was retrieved without reported patient impacts.